Event description:
Patient pulled up side rail, leaned over side rail to reach water on bedside table. Side rail gave and patient fell to floor. Pt found sitting on floor next to bed by nursing assistant. Patient assessed by md, and denied hitting head. Pt helped back into bed, and wound cleansed and dressed.